Event description:
The customer reported the device switched from ac to dc power. The device ran on dc power until the battery depleted and the device shut down while in use. No patient harm reported.